Event description:
The consumer reported not getting symptom relief since 3 days after his implant. An appointment was scheduled for (B)(6) 2016 for follow-up but the patient did not want to wait that long for a program change so he was going to call for an earlier appointment.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.